Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and noise was observed on stored vtns (ventricular tachycardia non-sustained) events for the right ventricular (rv) lead. The defib coils were capped and the rv pace/sense portion of the rv lead remains in use. No patient complications have been reported as a result of this event.